Event description:
It was reported that a k-wire was bent which caused the end to break. The broken piece was left in the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.